Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported a keypad issue. There was no patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they lvp keypad recall completed. Replaced door assembly with keypad due unresponsive keys. A review of the device history record showed the device had a manufacture date of 03/16/2018. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Based on the findings, service determined that the proximate cause of the reported issue was affected by lvp keypad recall. A review of the complaint history record in trackwise and sap was performed for the sn(B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. There were no existing CAPA¿s listed for any of the parts listed in this file for repair.

Event description:
Keypad- recall affected. No patient involvement.